Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mid left anterior descending artery. The xience pro stent delivery system (sds) was advanced and resistance was noted with the calcified vessel. During advancement, the sds kinked, then separated inside the vessel. The sds, including the stent, was removed by disengaging the guiding catheter, and retrieving the whole system. Two additional xience sds were used successfully. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2014. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro 48 is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and kink were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.